Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/66 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: rate and predictors of electrical failure in non-recalled defibrillator leads. Indian pacing and electrophysiology journal. 2019. 19:100-103. Doi: https://doi.org/10.1016/j.ipej.2018.12.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the rate and prediction of electrical failure in non-recalled high voltage leads. It was reported that of the 2410 patients within the study, an unknown number had their implantable cardioverter defibrillator (ICD) system explanted due to infection, and approximately 5 high voltage leads were explanted due to electrical failure. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. No further patient complications have been reported as a result of this event.